Event description:
Healthcare professional reported a right side rupture. Additionally, healthcare professional preoperatively noted capsular contracture baker grade unknown, in addition "hardening and distortion", "patient complained implants are firm, immobile, and slightly painful at time". Device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade unknown.

Event description:
Healthcare professional reported a right side rupture. Additionally, healthcare professional preoperatively noted capsular contracture baker grade unknown, in addition "hardening and distortion", "patient complained implants are firm, immobile, and slightly painful at time". Device has been explanted.